Manufacturer narrative:
Our field service engineer dispatched to the hospital investigated the ventilator and found two printed circuit (pc) boards with unk spillage. The control pc board and monitor pc board were replaced. The pc boards have been requested for investigation but have not yet been received. A supplemental MDR report will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication failure during startup. There was no pt involvement. (B)(4).